Manufacturer narrative:
Device evaluation: the devices were sent to the manufacturer for inspection. During the manufacturer's technical inspection, the error description provided by the customer, "a large spark was observed", could be confirmed. All products were available for examination. Signs of use and/or wear were visible, but these were not the cause of the reported problem. The damage to the bipolar electrode and the inner shaft was analyzed in more detail. The ceramic insert of the inner shaft is broken off. The fracture surface of the ceramic is discolored (smoke marks), which indicates that the ceramic insert broke first and damaged the loop. It is therefore concluded that the detective inner shaft caused the reported problem. The broken ceramic meant that there was no longer any insulation between the electrode and the inner shaft, which led to sparking that damaged the electrode. Based on the error pattern, user error is assumed. Either the ceramic tip was damaged, for example by jamming when inserted into the outer shaft, or the tip was already damaged during preparation. The corresponding instruction for use zfc907_en_v1.1_06-2025_IFU_ce-MDR states in chapter 3.2 correct handling and product testing the following: "if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: functionality, damage, changes to the surface, and in the case of several components: completeness and correct assembly. Do not continue to use damaged products. Dispose of the product properly; see disposing of the product. Do not leave broken-off components inside the patient. Do not overload the product with mechanical stress. Do not bend bent products back to their original position.". The event is filed under internal karl storz complaint ID: (B)(4). Cross reference complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that the surgeon was performing an isthmocele hysteroscopic procedure using a disposable loop. Within the first 90 seconds of procedure and about 2-3 cuts of the tissue, there was a spark, and the ceramic tip of the instrument shattered, and the loop tip burnt out leaving an ash-like sediment inside the uterus. Surgeon immediately stopped the procedure, checked the state of the uterine cavity for any damage/perforation or sediments of the ceramic tip. None was found and the uterine cavity was intact. The surgeon then withdrew the resectoscope and finished the procedure using a second set. The procedure ended without further complications. No negative impact in state of health reported.

Manufacturer narrative:
The event is filed under internal karl storz complaint ID: (B)(4).